Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had excessive no delivery alarm. Customer's blood glucose was 500 mg/dl. Customer thought the pump started working again and continue using it and brought blood glucose back down, but she got another no delivery alarm so they removed pump and have not use it since. The customer was offered to troubleshoot, but declined. Customer advised that they will call back when she/pump are available to troubleshoot.